Event description:
The pt was scheduled for a CT scan of the chest for a pulmonary embolism. The pt did not complain of pain in the left hand during, or immediately after, the CT scan. After the CT scan, the radiology nurse then flushed the IV with saline and everything was fine. The pt was sent back to the unit and her IV line was reattached to the same IV in her left hand that was used for the CT scan. Approximately 15-30 minutes after the CT scan, she noted pain in her left hand. The IV was removed and the nurse noted edema and swelling of the hand. Warm and cool compresses were applied and the arm was elevated. After several hrs, the swelling increased and blistering was observed. Later the same day, the pt underwent surgery for compartmental syndrome and a fasciotomy. The pt was discharged and was reportedly doing well. The site stated that they are not sure if the extravasation occurred during the injection administered for the CT scan or after being reattached to her IV upon returning to the unit. The CT images were reportedly fine.

Manufacturer narrative:
Additional applications training and a medrad service check out of the injector were offered to the customer but were declined.